Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: china.

Event description:
It was reported that during surgery, the surgeon found a foreign substance in the tube. The sterile package was intact; it was not opened. There was no patient harm/injury or surgical delay reported. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product/provided pictures confirmed there were white particulates on the device tubing. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as the root cause of the reported issue is attributed to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.